Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: the reported event of driveline disconnect alarms was confirmed via the submitted log files. A review of the submitted log file showed 240 events spanning approximately 8 hours ((B)(6) 2019 02:05 ¿ 10:24 per time stamp). The controller recorded a power cable fault on the white power cable on (B)(6) 2019 at 10:13 not associated with a power source exchange. The power cable disconnect alarm activated with this event minutes after the patient connected to fully charged batteries. The driveline was disconnected at 10:19 to exchange the controller which causes the speed to drop to 0 rpm. No other notable alarms were active in the log file. System controller, was not returned for analysis and was exchanged. A root cause for the reported alarm was determined to be a controller exchange. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Patient weight was not provided. Serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported during log file analysis that there was a driveline disconnection. The vad coordinator reported that the patient stated their system controller was "acting funny" and they exchanged it, resulting in a pump stoppage and driveline disconnection. No additional information was provided.